Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter continued to give an out of range signal.